Manufacturer narrative:
Manufacturing facility - the devices were manufactured at one of the two following manufacturing sites: (B)(4), (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets leaked while in use on an automated compounding device; port 2 was noted to have leaked. This was found during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.